Manufacturer narrative:
B4: 03/26/2019. G4: 03/04/2019. The field service engineer (fse) replaced the power overlay switch and the issue was resolved. The fse also replaced the battery, filters, blower assembly, cooling fan and tubing kits as part of preventative maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of manufacture: 31dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the led indicator lights were faulty. There was no patient involvement. The event date was not specified; estimate used.